Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. The top housing was found cracked in multiple locations, although it cannot be determined when or how this damage occurred either. The cracks allowed fluid to enter the pod, causing corrosion on the batteries and pcb. The batteries were measured at a low voltage, and data could not be downloaded from the pod due to corrosion on the pcb. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 400 mg/dl. As treatment the patient administered a manual shot of insulin and applied a new pod.